Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert continues to go off daily even after data has been cleared, and that the alert log indicates svc impedance is out of range. The svc coil had been capped several years ago and is not being used. Device is still in use. No patient complications have been reported as a result of this event.